Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. Investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling to alleviate excess stress applied to the device. This may possibly have prevented the discrepancies identified in the event. The instructions for use state: important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint.the glue may have deteriorated due to external stress applied to the distal end and/or chemical attack due to chemical solution.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: confirmed user's request, when the angulation levers are engaged it squeaks during angulation, no noise when disengaged. During leak test noted a heavy leak at the distal end body and 'a' rubber, both ob lens glues and ns unit glue has deteriorated which is caused by chemical damage. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an endoeye flex 3d deflectable videoscope for use, the tip was sticking when trying to manipulate it. There was no patient impact related to this event.